Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported transient ischemic attack (tia) occurred. In (B)(6)2017 a left atrial appendage (laa) closure procedure was performed and a 24 mm watchman ® laa closure device was implanted. On (B)(6) 2018 the patient experienced symptoms of tia including slurred speech and weakness while at home. The patient presented to the hospital for evaluation. It was noted the patient has carotid disease so carotid studies were performed. However there were no findings. A second event with the same issues occurred that evening while in the hospital. The next day magnetic resonance imaging (MRI) was performed. The results are unknown at this time. A transesophageal echocardiogram was also performed to assess the watchman device. There was no thrombus noted on the device and it remained in good position. The patient was ultimately discharged home with no residual symptoms. It is believed the events occurred due to plaque dislodgement. The patient will continue to be under surveillance for their carotid disease.